Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to display an image generate x-ray. There are no reports of pt injury or death associated with this event.